Event description:
It was reported that there was a power on reset (por) condition. The manufacturer representative was attempting to return the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4).